Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed on a left eye, one day post bilateral lasik surgery. Reporter stated that the pt was asymptomatic. Steroid drops frequency was increased, to treat the reported event. Upon f/u, reporter stated that the dlk had cleared with treatment, and the uncorrected acuity was 20/20. This report is for the pt's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).